Manufacturer narrative:
Batch review and complaint by lot review were performed. Satisfactory results observed. Retained testing was not performed due to expiration of product. (B)(4).

Event description:
Customer reports that their parent company provided a proficiency sample that was tested on (B)(4) 2013. Sample was reported as no antibody detected. However, result from the parent company indicated the result of "positive abs" for sample and anti e was the antibody involved. Testing was confirmed using tube method with 2+ reaction using homozygous cells. Customer does not perform panel studies at their facility. Cts confirmed all quality control for the listed ocd products were all acceptable on that day of testing and the entire use of those lots. All listed ocd products were confirmed to have normal appearance and has been stored according to the package insert indications.